Event description:
It was reported that during refill healthcare provider pulled out 7.5 ml; the programmer read only 5.3 ml in pump. The pump was replaced. Patient outcome was noted as recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8711, lot# j11492r20, implanted: 2003 (B)(6), explanted: unk. (B)(4). Analysis of the pump revealed no significant anomaly; normal device function. Pump passed flow testing. A motor stall recovery was seen in the pump logs; some moisture was seen in the pump along with partially missing teeth on gear wheel three that were not believed to have caused this stall. Returned for analysis was also an incomplete catheter in segments; analysis of the same revealed no anomaly, acceptable catheter testing. Drugs delivered via the device were noted as morphine, clonidine and bupivacaine.